Event description:
It was reported that the patient's blood glucose level rose to 309 mg/dl while wearing the pod greater than 48 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). When they removed the pod, the patient noticed there were two holes on the pod site instead of just one, as if the needle had pierced the skin on two separate spots. As treatment a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.4hardware: iphone14.7cgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.